Event description:
It was reported that during an scheduled filter retrieval it was identified that the filter appeared to have migrated caudally approximately 5 cms, one filter leg appeared to be perforating the cava wall as it extended beyond the contrast column and a second leg appeared to be bent. Reportedly, the trauma patient has a double vena cava and underwent successful implant of two filters. Approximately a month later, during a scheduled retrieval, one of the filters was removed without any difficulties; however, upon identifying the position of the second filter, the physician decided not to retrieve it. There was no report of injury to the asymptomatic patient. The physician is evaluating the course of action.

Event description:
Customer reported low blood glucose symptoms with result of 169 mg/dl obtained on the aviva system. Customer had taken an unspecified amount and type of insulin one hour prior to testing 169 mg/dl (it is not known if the insulin was taken based on a device result). Approximately 15 minutes later, customer tested 20 mg/dl on the aviva system; her children treated her with orange juice and called the paramedics. Paramedics treated customer with an IV containing glucose; she was also treated with epinephrine. Customer tested 29 mg/dl one hour later on the aviva system; she tested 278 mg/dl an hour later. Requested return of suspect device, and replacement was sent.